Manufacturer narrative:
Failed battery test due to corroded battery tube and battery cap contact. Unable to verify battery power loss alarm or perform the self test, displacement test, prime test, occlusion test and no delivery test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted. Pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and insulin pump alarmed for failed battery test. Customer stated that insulin pump was dead but not completely off. Customer¿s current blood glucose was not given. Customer performed troubleshoot for failed battery but issue did not resolve. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.